Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning (handling problems). Olympus will continue to monitor field performance for this device.

Event description:
A repair request was sent reported with an issue of "malfunction of zoom", zoom failure" found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found a foreign object inside the nozzle. This report is being submitted for foreign object found inside the nozzle on device evaluation (insufficient cleaning, reprocessing issue).

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the reported issue of "zoom malfunction, zoom failure". Device evaluation , service repair noted the zoom does not operate smoothly due to the malfunction of the zoom mechanism due to external factors. Furthermore, evaluation found drain function noted to be degraded. Foreign object inside the nozzle was observed. Additionally, the following findings during inspection were noted on the device: scratches on the insertion tube due to external factors observed. The curved rubber adhesive part found cloudy. The curved rubber adhesive part noted missing. The curved rubber bond noted cracked due to external factors. The tip cover noted crushed due to an external factor. Scratches found on the tip cover due to external factors. The objective lens adhesion part noted cloudy. The lighting lens adhesion part noted cloudy. Watertightness found not maintained due to wear of the operation part cover. Watertightness found not maintained due to wear of the variable hardness mechanism o-ring. Scratches found on switch 1 (sw1) due to external factors. Cut observed on the grip. Investigation is ongoing. This report will be supplemented accordingly following investigation.